Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead was repeatedly removed, while the delivery catheter was being cut. The delivery catheter was replaced. No patient complications have been reported as a result of this event.